Manufacturer narrative:
The lot number could not be specified by the initial reporter. The reporter identified two different lots that could have been the device in question. W3564544, manufacture date 04/21/2015, expiration date 04/21/2018; w3599922, manufacture date 07/16/2015, expiration date 07/16/2018. Concomitant medical products: gold probe, unknown make or model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The two potential device history records for the potential lot numbers involved were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state to uncoil the device. Verify smooth handle operation and clip action. Open clip by gently moving handle spool distally (away from handle thumb ring). Once clip is fully open, do not continue advancing handle spool as clip may prematurely detach from catheter. Close clip by moving handle spool proximally until clip is fully closed. Caution: do not continue to pull handle spool beyond tactile resistance as this may prematurely deploy clip. The instructions for use instruct the user that with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during clip advancement may prematurely deploy clip. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the two potential device history records confirmed that the lots potentially involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a clipping procedure, the physician used a cook instinct endoscopic hemoclip. The clip prematurely deployed within the endoscope. The nurse states she did not squeeze the handle to deploy the clip. The patient was bleeding post polypectomy. A gold probe had to be used to stop the bleeding, as the physician could not see where to clip due to the excessive amount of blood. [The nurse] checked that the clip opened and closed before handing it to the surgeon but when it came out the other end of the endoscope it was gone. At the end of the case [procedure], there was also a large hole detected in the colonoscope which has had to go for repair. The polyp had a large base and was bleeding reasonably significantly. Unfortunately, due to the clip falling off and disappearing it was difficult for the surgeon to then apply a second clip to the area as a large pool of blood and clot had formed. Eventually after having tried a few other techniques [gold probe] the patient needed to be transferred [to the endoscopy unit] for observation [approximately 3 hours]. The patient has recovered well.